Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the nozzle was determined to likely be ke45b sealant; the root cause of the sealant in the nozzle could not be determined. There was no deformation observed that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU. The event may be detected/prevented by following the instructions for use sections below: ·chapter 6 compatible reprocessing methods and chemical agents. ·chapter 7 cleaning, disinfection and sterilization procedures. ·chapter 8 cleaning and disinfection equipment . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the investigation a black-colored rubbery material related to ke-45 silicone rubber appears to be an excess of remaining sealing agent which has likely flown into the nozzle during the attachment process and then clogged it. This was found during the incoming inspection but without detrimental deformation of the hose of the nozzle. It was noted that the customer¿s allegation, showed a slight gap between the ultrasound (us) cord connecting tube, connecting ring c, and the protector is completely normal, however, ring c was not sufficiently attached and could move a little because there was not enough silicone rubber to glue it in place; there was only one silicone rubber point instead of 2 or 3 as specified. It is most likely that the reported event was attributable to a failure to meet one mandatory requirement that is outlined in the nozzle attachment process guideline. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the ultrasonic gastrovideoscope had a leak failure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found issues related to reprocessing. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.